Event description:
As reported by the user facility: as reported by the user facility: nurses are reporting that the pump does not take the primed volume into account when determining the vtbi. The customer also reported that they, "the nurse attached a 250 ml bag of epinephrine to a primary line and primed it. This removed 21-24 ml of fluid from the bag. The rate was around 84.4 mls/hr. The pump thought there was 250 ml in the bag but the pump actually had around 225 ml. This means the bag went completely empty before the vtbi near end alarm occurred." As reported by the sales representative: patient was on a high rate of epinephrine in the ed. Clinical managers were consulting with the patient's family about considering a dnr. The nurse did not respond to the pump alarm until 10 minutes after it alarmed along with the patient's vitals declining and alarming. Patient ultimately expired.